Event description:
(B)(4). I had essure put it on (B)(6) 2015 and shortly after I started gaining a good amount of weight, I'm bloated, very horrible headaches, and horrible stomach pains. Medicaid covered this device.